Manufacturer narrative:
Corrected data: d2.- common device name: 'phakic lntraocular lens, product code: mta" should be removed and 'phakic toric lntraocular lens, product code: qcb' should be added. H11. (B)(4).

Manufacturer narrative:
H6: health impact code: 4625 - additional surgery: piggyback lens. Claim# (B)(4).

Event description:
An article was published in the indian journal of opthamalogy, citing a case study of "management of endothelial failure after non stripping descemet membrane endothelial keratoplasty (ns-dmek) under previous penetrating keratoplasty (pkp), a case report". The patient experienced corneal graft decompensation and rejection, transient loss of bcva, surgical and medical intervention. The article reported, "the patient was pseudophakic with a piggyback toric implantable collamer lens (icl) for residual ametropia on the left eye. Six years prior to the current consultation,the graft gradually decompensated over 6 months, where vision deteriorated to 20/125." Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.